Manufacturer narrative:
The abbott customer technical advocate (cta) reviewed the instrument logs and observed recent sample aspiration errors and suggested the customer calibrate the sample pipettor. However, the customer felt the issue was sample specific (bubble/fibrin in sample) and not related to instrument operation. No additional discrepant result issues have been reported. A definitive cause of the discrepant result was not identified, therefore, the alinity instrument (B)(6), list number 03r67-01 alinity c processing module, was considered the likely cause. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed and did not identify any trends for the product for the issue. The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated alinity c calcium result for a patient while running on the alinity c processing module. The following data was provided (customer¿s normal range: 8.5 - 10.5 mg/dl): sid: (B)(6) : initial result: 17.2 mg/dl, repeat results on two other instruments: 10.0, 10.1 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.